Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose. The customer stated that his admission was not due to the insulin pump malfunctioning. The customer stated that he used the manual bolus instead the bolus wizard and under calculated the carbohydrates, which caused to elevate his sugar level. The customer stated that he was admitted in the hospital also due to blood infection. No further info was provided.